Manufacturer narrative:
Product complaint #(B)(4).section b5: additional information received indicated that there was no thrombus within the device during withdrawal difficulty. The device was withdrawn from the patient as per the instructions for use (IFU). There was no vessel damage due to the event. It was not necessary to remove concomitant devices with the complaint device. The event did not prolog the procedure. The concomitant devices functioned as expected. E1: the initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a mechanical thrombectomy, a embotrap iii 5 mm x 37 mm (et309537, unknown lot) was used to remove thrombus at the middle cerebral artery (mca). The embotrap was fully deployed to remove thrombus around the m1. However, the physician felt a little resistance when the embotrap was being retracted. There was no bleeding after the procedure or patient injury. It was unclear if a continuous flush was done. Additional information received indicated that there was no thrombus within the device during withdrawal difficulty. The device was withdrawn from the patient as per the instructions for use (IFU). There was no vessel damage due to the event. It was not necessary to remove concomitant devices with the complaint device. The event did not prolog the procedure. The concomitant devices functioned as expected. A review of the DHR records confirms that there were no issues with the assembly of the lot (sub and top assembly), all rejects were accounted for during the DHR review. There were no issues with sterilisation and the final number of units released reconciles with the number of units released by advant medical to cerenovus. Withdrawal difficulty is a potential complication associated with the use of the embotrap ii revascularization device in endovascular mechanical thrombectomy. The embotrap instructions for use (IFU) warns the user to never withdraw the device against significant resistance. Assess the cause of resistance using fluoroscopy and if necessary, advance the microcatheter over the device to resheath or partially resheath to aid withdrawal. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device. However, there are clinical, procedural factors, including vessel characteristics, severe tortuosity, clot burden/characteristics, device interaction, device selection, and operator technique that may have contributed to the event. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a mechanical thrombectomy, an embotrap iii 5 mm x 37 mm (et309537, unknown lot) was used to remove thrombus at the middle cerebral artery (mca). The embotrap was fully deployed to remove thrombus around the m1. However, the physician felt a little resistance when the embotrap was being retracted. There was no bleeding after the procedure or patient injury. It was unclear if a continuous flush was done.

Manufacturer narrative:
Product complaint # (B)(4). Lot ¿ not reported . Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). A review of the DHR records confirms that there were no issues with the assembly of the lot (sub and top assembly), all rejects were accounted for during the DHR review. There were no issues with sterilisation and the final number of units released reconciles with the number of units released by advant medical to cerenovus. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Lot ¿ not reported . Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a mechanical thrombectomy, an embotrap iii 5 mm x 37 mm (et309537, unknown lot) was used to remove thrombus at the middle cerebral artery (mca). The embotrap was fully deployed to remove thrombus around the m1. However, the physician felt a little resistance when the embotrap was being retracted. There was no bleeding after the procedure or patient injury. It was unclear if a continuous flush was done.